Manufacturer narrative:
Report required by FDA for eua. Eua (B)(4). Investigation not complete at time of initial report, and will be provided upon completion. Relates to 3014862188-2022-00345, (B)(6).

Event description:
User reported two false negative results. This report 1 of 2. No information relating to follow-up testing was provided.

Manufacturer narrative:
Report required by FDA for eua. Eua (B)(4). Investigation not complete at time of initial report, and will be provided upon completion. Relates to 3014862188-2022-00345, (B)(6).

Event description:
User reported two false negative results. This report 1 of 2. No information relating to follow-up testing was provided.

Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Section b2 on outcomes of adverse events was inadvertently checked in initial report.